Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not fire. The staples did not come out. The surgeon was able to press the green button and squeeze the handle. There was no patient involvement.